Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5040317) in united states on (B)(4) 2015 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Consumer reported that since essure was inserted she has had serious bloating, menstrual periods that would last 19 days be off her cycle for 3 days, just to start all over again. She has had muscle spasms in her back, acne/rashes over face, neck, back of ears, back and chest, which she did not have prior. She had an ablation in 2013 to help stop the heavy long menstrual cycles. Since then, her symptoms have gotten worse except for her menstrual cycle has eased up except for the fact that she now pass large blood clots. She had extreme fatigue, anxiety and depression and at times she look 5 months pregnant, which never had prior. She related all the mentioned events to essure and her gynecologist scheduled her an appointment with a partnering surgeon in 1 week to have a hysterectomy. No additional information was provided. The seriousness criteria required intervention was mentioned in the source document in the section event outcome but it was not specified/assigned to one of the events in the narrative. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced menstrual periods that would last 19 days and heavy and large blood clots. This event was considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, it was reported that since insertion of essure, she experienced this event. She underwent an ablation in order to help stop the heavy long menstrual cycle. After that, her menstrual cycle has eased up except for the fact that she passed large blood clots. An hysterectomy is planned. Considering positive temporal relationship and given the nature of the event, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to ablation performed. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.